Manufacturer narrative:
The unit was received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The pump was also received with battery tube threads - cracked, and cracked case-corner of belt clip rails.

Event description:
The customer reported via phone call that their insulin pump was damaged at battery compartment. The customer¿s blood glucose level was 145mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.